Event description:
The following has been reported: nurse reported: "yesterday, I set up the blood administration tubing in the ivenix pump and received error message that tubing was not loaded properly. After reloading (with another nurse present as witness) the error message said to change tubing. I then used a different pump and received the same message. I deduced it must be the administration set so, I retrieved new tubing set and that set worked fine. " patient harm: no pump s/n unknown - not recorded at time of incident. Drug used: platelets. A preliminary review identified the following issue: tubing set misloaded. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample was available for analysis. Based on picture provided it is not possible to evaluate the reported defect. No disposable manufacturing related defects were observed on the picture provided by the customer. The customer complaint cannot be confirmed. The potential root cause could be related to insufficient lubrication in the knob of the admin set. This lack of lubricant causes increased friction, requiring more torque than the pump can generate, triggering the alert. Sticky loading pins failure in the ivenix lvp, causing set misloaded issues could also be a source. The current process controls detection include a torque test conducted on the knob by gradually turning it from the "open" to the "close" position, applying a constant force and speed. The torque wrench should not be forced, and the measured torque should be 1.33 in-lbs. The batch record fa25e19091 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.